Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va100ye, implanted: (B)(6) 2015, explanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 28-sep-2019, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient's (pt) stimulator had worked well until it did not (work well) and it was replaced when the battery was nearly depleted because pt started to notice the feeling of stimulation when they were not expecting it or when they changed body positions, and this was annoying to them and making them crazy, nuts. Pt said, even after turning it completely off it continued to happen. Pt said they saw the doctor, told the doctor about it and that they wanted the stimulator removed. Pt said, the doctor wanted them to meet with the manufacturing representative (rep) who "fiddled" with it and discovered lead #3 was shot or it wasn't working or wasn't working properly or one of the leads maybe had moved and was resting on a nerve. Pt said, the rep could not say definitively what the problem was. Pt said the doctor talked them into getting it replaced because interstim had helped with t heir problem. Note the verbiage: "it would be on and they could not turn it off" was understood as meaning: pt turned stim off however the feeling of stim did not go away. Pt said they had laser work done in their female area by a gynocologist 6 months ago.